Event description:
The tip of the mwj127 (peripheral and sphere screwdriver bit, t20) broke off in the head of one of the screws as the doctor was screwing it into the glenoid. The doctor ended up using the baseplate inserter screwdriver to complete the remaining screw insertions.

Manufacturer narrative:
Additional information has been requested and if received, will be provided in the supplemental report.